Event description:
This is a spontaneous case report received from an adult female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 16-aug-2016 which refers to who had essure (fallopian tube occlusion insert) placed in (B)(6) 2016 for sterilization. After this treatment, several physical complaints developed. In the meantime, patient was in conversation with physicians to remove the essure including oviducts and uterus. Patient's medical records were sent and included 2 previous kidney transplantations. This made the removal of the essure difficult. It remained to be seen if a surgery is possible or if patient would have to live her entire life with complaints for which patient needed to take heavy pain killers (paracetamol and oxynorm), which was not good for patient's donor kidney. Because of the complaints, patient was being impeded in her normal daily functioning and patient was suffering from injury. Patient could not focus well on her education and because of that was being impeded in finding a job to resume her life. After the last transplantation, 2 months before the essure procedure, patient felt really well. Patient had all the energy to do things and to focus on her education and to orientate for work. At that moment, that energy was gone and patient had a lot of pain complaints which had proven not to be related to patient's kidney transplantation. Follow-up received on 06-sep-2016. Quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented pain complaints. Due to this, patient had been taking heavy pain killers (paracetamol and oxynorm). This case was considered potential legal case. This event, considered as pelvic pain, is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Given event's nature per se and the absence of alternative explanation, causality between reported event and essure use cannot be excluded and since this pain apparently became chronic and led to the use heavy pain killers, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain complaints, chronic') in an adult female patient who had essure (batch no. C51346) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney transplant. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and asthenia ("energy completely gone"). The patient was treated with oxycodone hydrochloride (oxynorm) and paracetamol. At the time of the report, the pelvic pain and asthenia outcome was unknown. The reporter considered asthenia and pelvic pain to be related to essure. Lot number: c51346, manufacturing date: 2014-05, expiration date: 2017-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain complaints, chronic') in an adult female patient who had essure (batch no. C51346) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney transplant. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and asthenia ("energy completely gone"). The patient was treated with oxycodone hydrochloride (oxynorm) and paracetamol. At the time of the report, the pelvic pain and asthenia outcome was unknown. The reporter considered asthenia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. Essure implantation date was changed (year). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 26-sep-2016.follow-up attempts were done but no answer was received.(B)(4).